Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service center. The service technician found that the flow valve was dirty causing the delivered volume on the ventilator to be low. The service technician cleaned the flow valve and tested the ventilator. The reported issue was corrected.

Event description:
It was first reported that the unit was not giving accurate returned volumes by the customer. The customer stated that the ventilator was set to simv and that they tested the unit for 2 days straight and found no problem with the ventilator. As a precaution, the customer wanted to get the ventilator checked out. While in service, it was discovered that the unit had a dirty flow valve that was causing a low delivered volume. There was no patient involvement reported.